Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. However, a simulation test was conducted with representative samples from production on the same catheter size and balloon volume, no issues were found. In our current standard operating procedure, the products are subjected to 100% visual inspection and leak test. Catheter with defective balloon will be culled out during this process. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The balloon leaked and the catheter fell out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon leaked and the catheter fell out of the patient. The patient's condition was reported as fine.